Manufacturer narrative:
Date of event: exact date unknown, event occurred in 2018. Explant date - 2018. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2352-50, serial: (B)(4), batch: 17450627.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an scs explant procedure after many reprogramming attempts. The explanted devices will not be returned. No further information could be obtained despite good faith efforts.